Manufacturer narrative:
Sections with additional information as of 10-dec-2021: h10: test strip lot number is expired - unable to perform retention testing. Root cause: rc-074: manufacturing processing error.

Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall # 1052693-06/13/16-001-r. Meter and test strips were returned, no investigation required: test strips are expired and no product complaint was alleged by the customer. Note: manufacturer was unable to establish contact with customer; customer did not provide telephone number.

Event description:
Consumer returned the trueresult meter and truetest test strips with a letter asking to recycle the products. Customer did not report complaint regarding the products and stated it was being returned due to no longer needing to test her blood glucose. The product is discontinued and expired - the test strip lot manufacturer¿s expiration date is 05/18/21018 and test strips are part of recall. Customer did not state in her letter that any medical attention associated with the use of the product had been required.